Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 62 mg/dl. The customer was treated with 2 glucose tablets. Customer's blood glucose was tested again and it dropped to 49 mg/dl and then treated with 3 additional tablets and waited for 10 minutes and blood glucose went up to 54 mg/dl. Customer will monitor blood glucose and treat as needed.